Event description:
During testing in the sales office, a ventilator was alarming for low circuit leak. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, and the issue was confirmed. The device's sensor board needs replaced to address the issue.